Event description:
Case description: the patient experienced high blood glucose level up to 30 mmol/l due to the technical problem on an unknown date in (B)(6) 2017. Investigation results: name: novorapid flexpen, batch number: gt66822: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. As required, a dose accuracy test was performed on one flexpen reference sample : the result was within specifications. During test of the product it has not been possible to detect any irregularities. The product was found to be normal. During investigation it had not been possible to detect any irregularities related to the complaint on a reference sample of the batch in question. Name: novofine 30g, batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission, the following was updated: investigation result updated. Narrative updated. Manufacturer comment updated. Manufacturer comment: 30-jan-2018: as the drug-device combination product novorapid flexpen has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected product is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case 573433.the reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen (insulin aspart). As the device novofine 8 mm 30g needle has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). Continued: evaluation summary: novofine® 30g - batch unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): high blood glucose level up to 30 mmol/l [blood glucose increased], piston rod stopped moving forward and insulin didn't go out [device failure], insulin leaked through needles [needle issue], complaint was related to a specific batch number (gt60822); all five pens from the package were defective [product quality issue], re-used needles [multiple use of single-use product], left the needles attached to the pens between injections; didn't priming to expel air before injections [wrong technique in device usage process]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "high blood glucose level up to 30 mmol/l" beginning on (B)(6) 2017, "piston rod stopped moving forward and insulin didn't go out" with an unspecified onset date, "insulin leaked through needles" with an unspecified onset date, "complaint was related to a specific batch number (gt60822); all five pens from the package were defective" with an unspecified onset date, "re-used needles" with an unspecified onset date and "left the needles attached to the pens between injections; didn't priming to expel air before injections" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novorapid flexpen (insulin aspart) from 2001 and on-going due to "type 1 diabetes mellitus" with unknown dose and frequency and novofine 8mm (30g) (needle) from unknown start date and on-going due to "type 1 diabetes mellitus". Patient's height, weight and body mass index (bmi) was not reported. Medical history included type 1 diabetes mellitus since 2001. It was reported that the patient complained that, insulin from novorapid flexpen, leaked through needles, piston rod stopped moving forward and insulin didn't go out. The complaint was related to a specific batch number (gt60822) which had caused this event. All five pens from the package were defective. On changing the batch number she recovered. The patient experienced high blood glucose level up to 30 mmol/l due to the technical problem on (B)(6) 2017 it was reported that, the patient re-used needles (one needle for 3 - 4 injections) and left the needles attached to the pens between injections. Suspected novofine 30g (8 mm) needles are not available so it cannot be possible to return the needles to novo nordisk. It was also reported that the patient received training in use of the "novorapid flexpen" in diabetes school. However the patient didn't priming to expel air before injections. Action taken to novorapid flexpen was reported as no change. Action taken to novofine 8mm (30g) was reported as no change. On (B)(6) 2017, the outcome for the event "high blood glucose level up to 30 mmol/l" was recovered. The outcome for the event "piston rod stopped moving forward and insulin didn't go out" was not reported. The outcome for the event "insulin leaked through needles" was not reported. The outcome for the event "complaint was related to a specific batch number (gt60822); all five pens from the package were defective" was not reported. The outcome for the event "re-used needles" was not reported. The outcome for the event "left the needles attached to the pens between injections; didn't priming to expel air before injections" was not reported. Investigation results: name: novorapid® flexpen®, batch number: gt66822: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. As required, a dose accuracy test was performed on one flexpen reference sample : the result was within specifications. During test of the product it has not been possible to detect any irregularities. The product was found to be normal. Company/manufacturer comment: 11-dec-2017: as the drug-device combination product novorapid flexpen has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected product is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in (B)(4). The reported events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid flexpen (insulin aspart).